Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery during a bolus. The customer's blood glucose was 95 mg/dl when the alarm occurred. Troubleshooting was performed. The customer was advised to disconnect at the quick release. A fixed prime was performed and insulin didn't exit. Then the customer was advised to disconnect and reconnect the reservoir and infusion set. Then manually push insulin through tubing using the plunger on the reservoir. Customer reported the insulin did exit. Manual prime was performed on the insulin pump and the insulin pump didn't alarm. The customer was advised the alarm was caused by an infusion set/reservoir occlusion. The customer is not returning the reservoir for analysis.